Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Caller expected range is 80-90 mg/dl. Back to back blood test results were 298 and 250mg/dl - consumer had food/drinks and medication 3 hours ago. Meter memory results were 323mg/dl, 307mg/dl, 140mg/dl, 127mg/dl, and 201mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (323) and the normal result (80) is locate din zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of 510(k): k090495.

Event description:
Consumer complaint of about high blood results. Caller expected range is 80-90 mg/dl. Back to back blood test results were 298 and 250mg/dl - consumer had food/drinks and medication 3 hours ago. Meter memory results were 323mg/dl, 307mg/dl, 140mg/dl, 127mg/dl, and 201mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (323) and the normal result (80) is located in zone c/d. No adverse event reported.